Manufacturer narrative:
Height: 62 inches. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Event description:
The end user reports an open area of peristomal skin measuring less than 1 cm at 9'oclock position near the stoma base. End user states she is using an adhesive remover; a no-rinse foaming skin cleanser and she applies over-the-counter neosporin cream to the open area. She also states she covers the area with a piece of gauze. The end user advised that she noticed the skin has improved during her last wafer change.